Event description:
A report was received that the pt will be explanted in 2008, due to an infection at the ipg site. Only the ipg was explanted. The pt was treated with antibiotics and is reportedly doing well.